Manufacturer narrative:
During preventive maintenance on (B)(6) 2019, the autopulse platform (sn 31005) failed initial functional testing due to user advisory (ua) 27 (drive shaft turning too fast during compression) error message. The ua 27 error message was due to a defective integrated encoder gearbox due to wear and tear. Unrelated to the reported complaint, a bent battery lock was observed during visual inspection. The probable cause for the physical damage was due to the normal wear and tear of the platform or due to the damage sustained by user mishandling. Upon initial functional testing, the platform displayed a user advisory (ua) 27 (drive shaft turning too fast during compression) error message. The autopulse platform is a reusable device and was manufactured on 22 december 2009 and has exceeded its service life of 5 years old. Upon replacing the battery lock and integrated encoder gearbox, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During preventive maintenance on (B)(6) 2019, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 27 (drive shaft turning too fast during compression) error message.